Manufacturer narrative:
Section d1 brand name: corrected. Section d4 catalog number: corrected. Section d4 lot number: corrected. Section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm while connected to the mobile power unit (mpu) was confirmed via log file analysis. A review of the submitted log file contained data spanning approximately 6 days ((B)(6) 2023 per time stamp). On (B)(6) 2023 between 09:27:47 ¿ 09:27:48, a loss of external power while connected to the mpu was recorded due to a loss of ac power. The backup battery provided power to the system during this event. Pump operation was not affected. The heartmate mobile power unit (s/n: (B)(6)) was not returned for analysis. Per the provided information, the mpu has the v-lock connector in use, the unit was not exchanged or removed from service, and it was unknown the cause of the event. It was suspected that there was a double disconnect of power cables by the nursing home staff. A root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate 3 patient handbook, rev. D, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU), rev. C, under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low voltage hazard and no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook, rev. D, and heartmate 3 instructions for use (IFU), rev. C, under section 3 ¿powering the system¿, explains the various ways to power the heartmate iii lvas, including how to properly use the mpu and the actions to take in the event of a power failure. Heartmate 3 patient handbook, rev. D, cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported a review of the log file revealed a no external power alarm on (B)(6)2023 while connected to the mobile power unit.